Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and their insulin pump had received a blank display. The customer¿s blood glucose level was 30 mg/dl and drink juice, before going to the doctor then later is 240 mg/dl and treat with a manual injection states she wasn't sure how much to give. Offered low blood glucose troubleshooting and customer declined current blood glucose is 54mg/dl treat with juice. The customer also states got a low battery warning and went to change the alarm, but pump wasn't turning on. Troubleshooting was performed for blank display and the display returned after pump restart. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.